Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR could not be completed because no lot number was provided. Because the device was not returned, mmdg has been unable to investigate the complaint. There is no indication that the device malfunctioned. Based on the information provided to mmdg the pump and administration set appear to have been performing as expected. This report is being filed out of an abundance of caution due to the patients death.

Event description:
The initial reporter states that the patient was tangled in the tubing and was strangled. They advised that they had connected the administration set to the patients feeding tube and then "dozed off" with the feeding running. They stated that they woke up when the heard the patient moving around and when they went to check on the patient, the tubing had wrapped around his neck. They stated that they attempted resuscitation, but the patient passed away at home. The initial reporter was unsure if the patient was taken to the hospital. Mmdg did follow up with the initial reporter, but they did not provide any additional information about the event, and asked not to be contacted again. (B)(4).